Event description:
The following information was provided: this pi is for the 2025 revision. As per pss implant request case (B)(4): failed right knee total knee with broken components; morbid obesity with bmi greater than 44. This patient has a # 9 scorpio ts femoral component with a 23x80 stem extender. There is a fracture of the implant at the stem femoral junction. The patient has a #13 scorpio tibial tray with 10mm augments medial and lateral and a 16x80 stem extender. Also implanted in tibia is a 59mm trabecular metal cone (zimmer). Currently a size 11 8mm scorpio ps tibial bearing is implanted. Needed for this next revision is an insert (ps or ts) to mate with a triathlon ts femoral component. The surgeon need to leave the current tibial construct implanted. Patient has had several knee revisions. 2005 both components revised, 2006 tibial insert revised, 2014 the tibial tray and insert revised.